Event description:
False positive reactions were noted when using reagents to screen for antibodies in pt's samples for transfusion services. Ortho clinical diagnostics was notified of problem on (B)(6) 2015. It was noted at that time that there was a problem with this particular lot number causing false positive reaction intermittently.